Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reports to have received a motor error alarm during bolus and also reports to have received a no delivery alarm, but has declined to troubleshoot for no delivery. Customer's blood glucose was 480 mg/dl, which was treated with manual injection. During troubleshooting, it was found that customer had an x-ray but removed insulin pump. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer reports to have been hospitalized due to a breathing attack. Customers's blood glucose is high. Customer is being medicated with steroids. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)